Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient does not have the device anymore. The device was removed sometime ago. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had pinpoint thoracic coverage with the therapy, despite reprogramming. They felt this was due to their four-contact lead and non-high frequency programming. They noted there was a loss of pain relief and the device provided insufficient pain relief; it was unable to cover the targeted pain areas. During interrogation, it was found that the device was okay; it just worked intermittently. The patient turned off the device as of (B)(6) 2018 and the event was noted to be unresolved with no further actions planned. It was reported on (B)(6) 2020 from a consumer that the patient never had therapeutic effect. Fluoroscopy imaging was done and showed the implantable neurostimulator (ins) was not implanted correctly. Because of this the implantable neurostimulator (ins) was removed 3-4 months ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient. It was verified that his whole pain stimulation device was removed by dr. (B)(6) in (B)(6) or (B)(6) 2019.